Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The device was evaluated for mechanical function. The toggle failed to extend or retract the blade. The handle was opened to inspect the pull rod/ ball assembly. The pull rod ball was dislocated from its original position inside the housing. The toggle was mechanically disengaged from the pull rod and failed to move the blade. Based on the results of the investigation, the reported complaint was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro was broken. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro was broken. The hospital did not report any patient effects.